Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. The pt's blood glucose results were 46mg/dl. 153mg/dl. Tests were done less than 10 minutes apart with a difference of 95mg/dl. Pt did not experience any adverse events. No further info has been reported.